Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had drainage/incisional wound opening, seroma and the patient was "leaking pretty bad (cerebrospinal fluid (csf) out of the pump wound" and "there was a high worry about wound infection". A catheter issue was reported; there was a "nick" at the pump connector allowing csf to backflow into the pocket and out of the wound. The pump and catheter were explanted due to a medical decision with plans to re-implant this summer. The patient was doing fine per their nurse and they were listed as "recovered without sequelae. The patient was also listed as "alive - no injury". The pump was used to deliver lioresal (baclofen).

Manufacturer narrative:
Concomitant product: product ID: 8709sc, lot# n166934001, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed catheter sc connector coring-tears-cuts in seal. (B)(4).